Event description:
It was reported that during a da vinci hysterectomy procedure, a broken cable was identified on the fenestrated bipolar forceps instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation revealed the pitch cable broken at the proximal clevis hub. The clevis did not exhibit any wear marks. Broken strands stuck out at the instrument's wrist. Other cables at wrist are not damaged. Intuitive surgical inc.(isi), has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.